Event description:
According to the info received, the pt experienced heart failure following the explant surgery and expired 6 weeks post explant surgery. A report from another doctor stated the pt had a bacterial infection of the valve. Add'l info has been requested.